Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information, and the caller did not require further assistance with the reset. The customer was advised to follow up if the issue persisted.